Manufacturer narrative:
Investigation summary ten loose 1ml syringes were received and evaluated. It was observed on all the syringes there was faded print on the numbers starting at the ¿9¿ and extending towards the tip. The amount of numbers with faded print varied from two to eight. None of the numbers on any of the syringes were missing more than 50% of any one item which were acceptable per product specification. Seven of the ten syringes had a significantly rolled scale to the point the scale marking were on the side of the barrel, under the flange, which was rejectable per product specification. A potential root cause for the rolled scale defect is associated with the marking process. The aql for rolled scale is 0.25%. The defective rate identified is 7 out of 792,000, which is 0.0009%. No corrective actions are necessary based on the defective rate identified. Batch 792,000 is considered in compliance with our product specification requirements. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue with lot #9081593 regarding item #301025. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings were incomplete or missing with an bd syringe 1ml s/t bns. This occurred on 447 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that scale markings on syringes are either missing, smudged or incomplete.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were incomplete or missing with an bd syringe 1ml s/t bns. This occurred on 447 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that scale markings on syringes are either missing, smudged or incomplete.